Event description:
It was reported that low impedance measurements were observed on the right ventricular lead. It was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.